Event description:
This report is being submitted to provide additional details. This system continues to exhibit high out of range pace lead impedance measurements that cause a lead safety switch (lss). The patient's pacemaker has been programmed to pace/sense in the ventricle only. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating loss of right ventricular (rv) capture was noted in bipolar configuration and high thresholds were noted in unipolar. The pacing mode was reprogrammed to aair. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a lead safety switch (lss) due to high out of range pace impedance measurements greater than 2,000 ohms. The device switched from bipolar to unipolar. Boston scientific technical services (ts) reviewed and stated that there was no evidence of noise and recommended re-evaluating the impedances in the near future to see if the impedances come back down. No adverse patient effects were reported. The patient's right ventricular (rv) lead is a non-boston scientific product. Additional information indicates that the patient was brought back into the clinic and all lead measurements were within normal limits. There was no noise noted with isometrics in both unipolar and bipolar configuration. Ts recommended that the device be programmed back to bipolar since impedances are within normal limits and there is no noise. This product remains in-service.